Event description:
It was reported that the fixed handle driver was used to insert/remove the locking tower and the tip of the driver snapped off completely in the tower. The tower and tip were sent to ssd still attached and the screwdriver has now been decontaminated. The tip was discarded so is not available for return.

Manufacturer narrative:
The associated evos 2.5mm small fixed handle linear hex driver was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The tip of the hex driving end of the device fractured off and was not returned. The device was manufactured in 2017 and exhibits signs of extensive wear/usage. The review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The hex driver is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.